Manufacturer narrative:
D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. A left heart cath via right ulnar access was performed. A hematoma was noted prior to leaving procedural room with the physician electing to switch to a vascular solutions band. The hematoma continued to grow; therefore, the vascular solutions band was removed, and manual pressure was held for twenty (20) minutes. The patient's forearm was wrapped in coban and elevated on pillows. The estimated blood loss was less than 250cc. Additional information was received on 04dec2025: the issue observed on the tr band device was unable to control bleeding. The size of the hematoma was 15cm extending toward the elbow. There was swelling, numbness and a faint pulse or weakness in movement. 15cc of air was injected into the tr band when it was applied. There was no noticeable damage to the device. The patient was stable. The device was not manipulated before use in any way, pre-use or during storage. The product was stored prior to use in the packaging in supply room. A 6 french terumo slender sheath and 5 french terumo tig catheter were used in the access site.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for procedural complications because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. An action item was initiated for an increase in occurrence in the hazard based risk table (hbrt).